Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery with moderate calcification and moderate tortuosity. Pre-dilatation was performed using a 1.5x12mm and 2.0x12mm mini trek balloon dilatation catheters. Then a 3.0 x 33m xience xpedition stent was deployed to treat the target lesion; however, a distal edge dissection was observed. A 2.75 x 18mm xience xpedition stent was deployed to treat the dissection. The procedure ended at this point. There was no clinically significant delay in the procedure. No additional information was provided.